Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced severe heart failure and was not responding to biventricular pacing. The left ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in a stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.